Event description:
It was reported that after insertion of the iab, the user was unable to aspirate from the central lumen. The iab was repositioned with no improvement in aspiration. Due to this the iab was removed and replaced. There were no pt complications.